Manufacturer narrative:
The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit uploaded properly using carelink pro. Low battery alarm and power error confirmed in the long trace file. Detailed trace analysis confirmed the pump alarmed low battery and then alarm was triggered when backup battery unloaded voltage (ul vlith) was less than 3.7v for consecutive 240 minutes. Analysis of microtimer in detailed trace confirmed that the root cause is the non-sleep anomaly software error. The insulin pump had minor scratched display window, scratched case, fading serial number label, pillowing keypad overlay and cracked keypad overlay at the select button.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed power error. The customer¿s blood glucose level was 190 mg/dl at the time of the incident. The alarm was not resolved. The insulin pump will be returned for analysis.